Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was in the shower and the pump was alarming. Customer took the battery out and put it back in and now the pump won't do anything. Customer's blood glucose level was 102 mg/dl. Customer stated that the sensor kept reading really low and recalibrating. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.